Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a (left) 385cc mentor memorygel breast implant and (right) 405cc mentor memorygel breast implant, suffered breast lump on an unspecified breast side, post-procedure. The breast was characterized with a little lump and a sunken implant. Since it was not specified which breast has the complications, both the left and right implant information has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) a manufacturing record evaluation was performed for the finished device 7546197 number, and no non-conformances were identified. Manufacturing date: (B)(6) 2018. Expiration date: (B)(6) 2023. (Right) a manufacturing record evaluation was performed for the finished device (B)(4)number, and no non-conformances were identified. Manufacturing date: (B)(6) 2018. Expiration date: (B)(6) 2023. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a (left) 385cc mentor memorygel breast implant and (right) 405cc mentor memorygel breast implant, suffered breast lump on an unspecified breast side, post-procedure. The breast was characterized with a little lump and a sunken implant. Since it was not specified which breast has the complications, both the left and right implant information has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) a manufacturing record evaluation was performed for the finished device 7546197 number, and no non-conformances were identified. Manufacturing date: 03/feb/2018. Expiration date: 01/feb/2023. (Right) a manufacturing record evaluation was performed for the finished device 7550986 number, and no non-conformances were identified. Manufacturing date: 13/feb/2018. Expiration date: 11/feb/2023. Reason for device explant and/or reoperation: n/a. (B)(4).

Manufacturer narrative:
On january 31, 2022, mentor became aware that in the initial report sent on january 25, 2022, it was erroneously indicated that the PMA/ 510(k) was unk. However, the correct information is p030053.